Event description:
It was reported that the patient had received error code 14 when interrogated. Internal generator data was received and reviewed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.